Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported heat damage, which was observed. The discovered symptom 'heat damage' was confirmed during evaluation on a connector of the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
During baxter's evaluation of a spectrum pump, there was heat damage identified. There was no patient involvement.